Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the physician has not seen the patient since 2010 (date unknown). As far as the physician is aware, there were no patient complications. All other information is unknown and unavailable.